Manufacturer narrative:
The accu-check inform ii test strips expiration date was not provided. The accu-check inform ii meter serial number was (B)(6). The reporter's material was requested for investigation on 22-oct-2024. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-check inform ii meter. The initial meter result was 339 mg/dl and the 2nd meter result was 138 mg/dl. The reporter stated that he was advised that the results were obtained one minute apart on the same meter. Qc was performed on the day of the event and it was acceptable.

Manufacturer narrative:
Section d9 was updated. The meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc ranges: level 1: 30-60 mg/dl and level 2: 261-353 mg/dl): results: level 1: 46 mg/dl, 47 mg/dl, 47 mg/dl. Level 2: 315 mg/dl, 308 mg/dl, 310 mg/dl. All obtained results were within the acceptable range. The investigation did not identify a product problem.